Manufacturer narrative:
(B)(4). The reported event was confirmed. The visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and the post feature has fractured off. The post was not returned. Frequency of use for the device is unknown. Device history record  (DHR) was reviewed and no discrepancies were found. A complaint history review was performed. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the instrument was fractured and all pieces were not returned. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.